Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the indeflator was used with a balloon dilatation catheter and a stent delivery system. The indeflator functioned the first couple of times, but at either the third or fourth inflation, it began leaking from the housing. It was losing pressure and the physician had to continually twist the handle which kept the pressure even, allowing the case to be completed using this indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual, dimensional and functional testing was performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the leak appears to be a related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.